Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on smart study, a patient underwent an index procedure for treatment of a right superficial femoral artery lesion using one 6x80 mm smart flex vascular stent. Minor dissection occurred during pre-dilatation, which was mild, non-serious, resolved the same day, and managed with stenting. The patient was discharged after 1 day. At approximately 76 months post-index procedure, follow-up angiography identified severe in-stent restenosis with 90% diameter stenosis (>50%), associated with mild symptoms (rutherford classification 1). This event was classified as a non-serious, mild adverse event and device deficiency, considered possibly related to the device and probably related to the procedure, and was managed with drug-eluting balloon pta, resulting in resolution. At approximately 96 months, repeat angiographic evaluation demonstrated recurrent in-stent restenosis with 31¿50% diameter stenosis (~50% residual stenosis), without target lesion revascularization. At approximately 97 months, duplex ultrasound confirmed persistent restenosis in the 31¿50% range, with no intervention performed. Across these follow-ups, the restenosis remained non-serious, did not require revascularization, and was managed conservatively after initial treatment. The index procedure was performed under local anesthesia via femoral ipsilateral access (5f sheath), with full stent deployment and expansion achieved using balloon dilatation. Following successful lesion crossing and pre-dilatation with a drug-coated balloon (5 mm × 80 mm, up to 15 atm), reducing stenosis from 50% to 0% prior to stent placement, with final residual stenosis of 0%.